Event description:
A discrepant low advia 2120 platelet count of 27,000 was obtained on a pt sample. The low platelet count was not flagged. The pt sample was retested and a corrected result was obtained. The platelet result was not reported to the physician. There was no report of pt intervention or adverse health consequences due to the discrepant platelet result.

Manufacturer narrative:
Based on the data provided to us by the customer, no conclusion can be drawn regarding any instrument or reagent malfunction. A siemens technical support center representative instructed the customer to run precision and accuracy tests for controls and normal pt sample. The instrument is performing within specifications. No further eval of the device is required.